Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of clonidine and baclofen via an implantable pump for intractable spasticity. It was reported the patient had experienced a change in therapeutic effect. The consumer thought there was an issue with the delivery of the medication in the pump. No interventions were mentioned. The consumer had not been able to get a hold of the healthcare provider (hcp). It was reported the patient was extremely tight. The consumer had barely been able to get the patient to sit down of the weekend. The onset of the symptoms was gradual. The patient had also reported discomfort at the pocket site where the pump was located. The patient had not had any falls or trauma since this issue started and there was no alarming coming from the pump. The consumer was hoping to the meet with a manufacturing representative to check the pump since their hcp was 3 hours away. It was indicated the issue began on (B)(6) 2018. No further complications were reported or anticipated.